Manufacturer narrative:
An evaluation of the returned driver/inserter found one of the tips was broken off and confirmed the reported problem. Evaluation of similar complaints from this device family revealed some possible causes of this failure. One is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. The other cause is by twisting the driver while removing it after the insertion of the anchor. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on (B)(6) 2013 in a lot of 100 units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There was one other complaint received with a different failure mode (driver shaft bent) for this item and lot number. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use.

Event description:
It was reported that during use of this y1301 y-knot flex 1.3mm all-suture anchor in a hip labral repair procedure on (B)(6) 2013, and as the surgeon pulled out the driver, he noticed that one of the "tines" on the inserter/driver was broken off and remained inside the pilot hole along with the anchor. As reported, the anchor was solidly implanted, the surgeon therefore elected to leave it in place and expressed that there will not be any issues from leaving the tiny fragment in the bone. Other than a slight delay of approximately 10 minutes, the procedure was completed as intended with no further complications or patient injury.